Event description:
It was reported the pt's ipg has moved/shifted and is rubbing against her pants causing discomfort. The pt was referred to a surgeon to discuss her options.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.